Event description:
The customer reported that a visible stream of air passed the uabd with no alarm condition, coming within one foot of the pt's access site. There was no pt injury or medical intervention. The clinic's biomed found no functional problem with the machine.